Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced continuous low blood glucose (bg) between 40-70 mg/dl. Reportedly, customer suspected that the pump settings were the cause of the low bg and consulted with health care provider. Customer ate food with sugar to treat low bg.